Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering the device on thereby confirming the customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.